Event description:
The customer stated that the pt developed a cardiac tamponade which was discovered after performing an echo. The symptom was reported to be mild and the pt has been reported to have fully recovered after drainage was performed.

Manufacturer narrative:
The section on precautions in the instruction for use states "when using the navistar or navistar ds catheters with conventional systems (using fluoroscopy to determine catheter tip location), or with the carto system, careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. Do not use excessive force to advance or withdraw the catheter when resistance is encountered."